Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a ball valve buretrol solution administration set in which a separation occurred. According to the report, the tubing broke off near the injection site. The event occurred during infusion. There was patient involvement and the patient lost around 1 liter of blood. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.